Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to material stress incurred during manufacturing of the fast-flushing housing. The other possibility is over tightening the mating component with the dtx housing female fitting. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure, the clinical staff noted that the pressure monitoring set was leaking fluid from the transducer. The device was replaced for the patient. No additional patient consequences to report.